Manufacturer narrative:
(B)(4). The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a continu-flo solution set had ruptured tubing at the part of the tubing that was closest to the patient. The reporter specified that this part of the tubing did not come into contact with the pump. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). Report source - supply chain clinical resource specialist. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Visual inspection identified that the septum was inverted in the lower y-site. The septum was removed and microscopically inspected. The center slits were identified to be off-center. The swage height was measured and found to be within product specification. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a supplemental report will be submitted.